Manufacturer narrative:
(B)(4). Date sent: 08/20/2020. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer partially cut with damage and there were no staples present. Further analysis shows damaged and nicks on the knife. No functional test was performed due to the damaged to the knife. Damaged noted on the washer indicates that during the firing sequence the knife was pressed against a hard object, not allowing the knife to fully cut the washer and causing the damage found on the knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional information was requested, and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? Maximum 2. What confirmation was received that the device was fully fired? When the clamp was closed, it was not possible to tighten the handle completely, several attempts were made. No "cracking" was ever heard as usual. 3. Did the device staple? Yes 4. Was the staple line complete? No 5. Were there any staples missing from the staple line? Unknown 6. What was the shape of the staples (b-formation, irregular, legs straight)? B 7. Were the staples deployed into the tissue? Yes 8. Were the staples seen in the surgical field? No 9. Was the cut line fully circumferential around the target tissue? Yes 10. If the device fully cut, were both tissue donuts present? Yes 11. If the device fully cut, were both donuts complete?yes 12. How many counter-clockwise revolutions were used to open the device? 3 half revolutions 13. How was it confirmed that the anvil was free from the tissue prior to removing? The device was removed without issue 14. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes 15. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes 18. Was the safety reset prior to removal? Yes 19. What was the users experience with the device? Yes (several hundreds of uses).

Manufacturer narrative:
(B)(4). Batch # u5ap22. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after stapling, the device did not cut. There was no "click" of the device. There were no patient consequences. No additional information is available at this time.